Manufacturer narrative:
Film evaluation summary; the reported suprarenal detachment from the bifurcate and resulting stent graft migration, and aaa expansion was confirmed; however, the exact cause could not be determined from the returned films. A small amount of contrast was seen from the CT¿s which appeared to be from a proximal type I or possibly a type iiib endoleak, and the endoleak type could not be confirmed from the returned angiograms during the intervention. There appears to have been neck dilatation. The baseline neck diameter was recorded as 23.5 mm, and the current neck diameter just below the lowest left renal artery at the level of the distal apices of the suprarenal stent measured ~27 mm. It is possible that disease progression due to neck dilatation may have also contributed to the partial suprarenal stent detachment. Lack of stent graft proximal neck radial support caused by neck dilatation may have allowed increased loading of the graft fabric and/or sutures at the suprarenal stent to bifurcate fabric attachment, with eventual failure of the graft fabric / sutures and resulting distal migration of the bifurcate. The high infrarenal neck angulation observed may have also contributed to the increased loading at the suprarenal stent attachment. Update: as this is a pre-market similar product, this report is for malfunction only. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant evo stent graft system was implanted in a patient for the endovascular treatment of an 80 mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently after suffering an injury from a fall on (B)(6) 2019 and CT showed enlargement of the patients¿ aneurysm to 85 mm and a possible proximal endoleak. On review of the CT images is was noted that the suprarenal stent of the bifurcated stent graft had separated from the stent graft and that the stent graft had dropped down on the right side causing the type ia endoleak. Intervention was performed on (B)(6) 2019 with the implantation of an endurant cuff (28 x 14) just below the renals. Heli-fx endoanchors were also used to secure the new cuff to the old stent graft to prevent further migration. The endoleak was resolved. As per the physician, the cause of the event was related to device failure from separation of the supra renal stent from the body of the stent graft. No additional clinical sequelae were reported and the patient is fine.